Manufacturer narrative:
A hospital reported that a compressor mini leaked and that the drainage valve was damaged. A service engineer found water in the tank and concluded that the drainage valve was faulty. The hospital did not decide to service the compressor and no more info is available. Note. The drainage valve is part of the system that reduces the amount of moisture in the compressed air. When the damp has condensed, the function of the drainage valve is to open the transport of the water to a drainage bottle. In the start-up sequence, the drainage valve will also release the pressure in the compressor cylinders to have a smother start of the compressor. This could lead to a situation where the compressor is not starting as expected. Alarms will be activated both on the compressor and a connected ventilator. As no part was sent back nor info if changing the part would solve the issue, the root cause of the reported leakage could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the gas tank contained water. There was no patient harm. Manufacturer's ref #: (B)(4).